Event description:
It was reported the pt suffered a staff infection post implant. The hcp elected to explant the device will reimplant in 6 months. Additional information rec'd from the hcp confirmed the onset of infection was 2008. The pt had symptoms of fever, redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the lead track in the right upper arm. The pt has a clotting disorder for which the pt is on coumadin. The pt developed a hematoma at the site of the peripheral electrode. The pt did not have meningitis. A culture was obtained at the area around the peripheral lead track which produced the following growth: moderate acinetobacter baumannii, few enterobacter cloacae, moderate beta hemolytic streptococci (group g), one colony staphylococcus species. There was no anaerobic bacterial growth. The enterobacter species was resistant to three tested antibiotics (ampicillin, amp/sulbactam, cefazolin). The pt was treated with IV antibiotics and total device system explant. The hcp reported the infection as ongoing.